Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6)2024 the PICC was inserted. The PICC was trimmed to 50cm and placed at 7cm to skin. During treatment of dexamethasone, ondansetron, docetaxel and carboplatin a leak was noted under the dressing. On (B)(6)2024 the PICC was removed and a fracture with a horizontal split across half the line between 4-5 cm was found. The patient reported the line had been kinked previously in the same place. No harm to patient was reported. No other information provided, at this time.